Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: the 694965, lead; 5076-52, lead; 419488, lead implant date: (B)(6) 2005. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had intermittent post pace t-wave oversensing (twos). The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.